Event description:
"The bed does not function at all." "When pressing buttons on the pendant there is no noise."

Manufacturer narrative:
The customer reported "got a recall for the remote, reached out for a new one." It was reported that "they think the motor is not functioning". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.